Event description:
It was reported to resmed that the display of an astral device was blank, black. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to a third party service center and an evaluation confirmed the complaint. The top case was replaced to address the issue. The device was serviced and tested before it was returned to the customer. An investigation determined that the reported complaint was due to a defective top case. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: pr (B)(4).